Event description:
The surgeon performed a revision of creo threaded screws on an 18 year old male patient with scoliosis, at t4-l4. The bilateral locking caps at l4, had dislodged from the screw head. The left l4 cap and rod were disconnected from the screw, and the screw was loose in the bone. The locking cap at left l3 was loose but still engaged with the screw head. The surgeon removed both l4 screws as well as the left l3 screw.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation. No determination could be made as to the cause of the reported issue. Additional product codes for this device are kwq, nkb, mni, kwp, and osh. The following sections have been updated: b4, e1, e3, h2, h6, h10